Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The hazard alarm indicating a communication error occurred while the pod was waiting for input from the omnipod personal diabetes manager (pdm). Investigation found no defects or deficiencies that would contribute to high bg (blood glucose) levels or a communication error. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached greater than 13.9 mmol/l (250 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen.